Event description:
It was reported that while preparing to move a patient, the gurney was moved and the ids mounted above the bed broke apart causing the gamma xxl mounted to the ids to fall to the floor. There was no injury reported. (B) (4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.